Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Blood glucose level ranged from 54 to 500 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed.